Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that after opening the internal device log book it could not be closed anymore. Furthermore the device did not react on any input and the screen was frozen. The patient was not ventilated anymore and the device did not generate an alarm. The patient was connected to another ventilator. No patient injury reported.

Manufacturer narrative:
The dräger service technician could reproduce the reported problem on site. The primus did not boot as expected. It was impossible to download the electronic logbook. Due to the error description, the pcb mobi which is part of the user interface has been replaced and sent for examination to lübeck. The pcb has been installed in a laboratory device and tested. The reported behavior could be confirmed. The problem could be rectified by briefly removing the backup battery on the pcb. Subsequently, the pcb was subject to a 24-hour continuous test. The logbook was repeatedly opened to simulate the reported course of events. In addition, the pcb was mechanically and thermally stressed to identify a potential hardware problem but the failure has not recurred. Since by removing the battery, the battery-backed memory of the data has been reset and the error then was no longer reproducible, it was concluded that invalid data in the battery-buffered memory was the root cause of the reported event. If the identified error occurs during operation the device will shut down automatic ventilation and switch to man/spont mode. The associated ventilator fail alarm cannot be displayed due to the failure of the user interface, which goes along with the reported lack of an alarm. However, the implemented safety concept ensures that an accoustic alarm will be generated via the piezo alarm buzzer of the power supply in any case. The affected pcb was replaced. In this context, the equipment has been tested in accordance with dräger specification and can be used again.

Event description:
Please see initial report.